Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Visual inspection revealed that procedural fluids were noted in the introducer sheath. The main coil was found kinked, and was physically broken at the detachment zone. Functional testing showed that the device could not be advanced or removed from the introducer sheath. Additional information received from the facility indicated that continuous flush was not set up and maintained. Based on this information available and the analysis of the returned device, an assignable cause of user error was assigned to this event, as the reported and observed damage were associated with lack of continuous flush maintained during setup and procedure.

Event description:
Analysis of the device revealed that the coil was broken at the detachment zone. There was no patient involvement.